Event description:
It is reported that the device was implanted in 1999, and explanted in 2008, due to competitor zirconia head and damaging liner.

Manufacturer narrative:
Evaluation summary - the alleged complaint refers to a damaged liner. The liner was damaged by a competitor zirconium head that broke into pieces after 9 years implantation. The liner was not returned for evaluation. Additionally, the lot number and/or photographs were not supplied for review. Cause can not be determined with certainty. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer inc. Considers the investigation closed.